Manufacturer narrative:
Complainant city: (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the severely calcified distal right coronary artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for pre-dilation. However, it was noted that the balloon was broken during calcium lesion extension. No segment of the balloon was detached inside the patient after it broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Corrected device lot number from 22053874 to 22062025. Corrected device expiration date from 04/28/2021 to 04/30/2021. Corrected device manufactured date from 04/29/2018 to 05/01/2018. Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes updated. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter batch number 22062025. The balloon was loosely folded. The hypotube is kinked 46.8cm from the hub. Microscopic examination revealed that the balloon has a 21mm longitudinal tear at the proximal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the severely calcified distal right coronary artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for pre-dilation. However, it was noted that the balloon was broken during calcium lesion extension. No segment of the balloon was detached inside the patient after it broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.